Manufacturer narrative:
The device was returned for evaluation. There was a large chunk missing from the left front caster wheel and the programming was altered post final release as per exemplar check. Both of these conditions can affect device performance. However, it is impossible for the evaluator to definitively attribute either condition to the alleged event. The unit was equipped with a functioning lap belt and if worn the end-user would have stayed secured in the seat. The product literature (safety guide/owner's manual) includes language/warnings for programming, tire wear and wearing of a lap belt. The cause of the alleged event is unknown.

Event description:
Consumer alleges they were going along a sidewalk and the chair allegedly kept going to the right when she allegedly went off a curb and fell out.

Manufacturer narrative:
The "date of event" occurred sometime in (B)(6) 2021. The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges they were going along a sidewalk and the chair allegedly kept going to the right when she allegedly went off a curb and fell out.